Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Ultimately, the customer reverted to an alternate method of insulin delivery.